Manufacturer narrative:
Unit passed rewind, seating, basic occlusion, occlusion, force sensor, and displacement test. No unexpected insulin flow blocked alarms were noted. Power loss alarms, low battery alarms, and error 25 confirmed in the long trace. Power loss alarms after the error 25. Detailed trace analysis confirmed that the insulin pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause was the non-sleep anomaly software error. No replace battery alarms were noted during testing. Unit received with minor scratched lcd window case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a low battery after a replace battery now alarm. This issue kept recurring. Customer's blood glucose level was 15.0 mmol/l. The customer also received several no delivery alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis.